Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the metallic fiber tip broke. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. The reported fiber tip break cannot be confirmed. A review of the device history record confirmed that the fiber met specification prior to release. Based on the information available, it is possible that the user could have applied excessive force contributing the fiber to break. A probable cause of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the metallic fiber tip broke. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported broken fiber tip event. Visual analysis did identify that the fiber glass cap was rotating independently of the metal cap due to glue failure. The metal cap exhibited charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including glue failures. The interaction between the user and device, caused or contributed to the observed glue failure. According to the device instruction for use (IFU), excessive or rough cleaning of the fiber tip may result in damage to the fiber. Increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device likely caused or contributed to the identified glue failure. Therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The information reasonably suggests that the identified glue failure is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the metallic fiber tip broke. Due to this, the procedure was completed using another device. There were no patient complications.